Event description:
The manufacturer received information alleging when a patient was using a coughassist e70 device, it started to release smoke from the back, and the screen went black. The device no longer works. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned for the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filled.

Manufacturer narrative:
The manufacturer received information alleging when a patient was using a coughassist e70 device, it started to release smoke from the back, and the screen went black. The device no longer works. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned for the manufacturer for evaluation. Multiple good-faith efforts have been completed to obtain additional information on 12/26/2025, 02/18/2026, and 03/11/2026 without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow-up/supplemental report will be completed.